Event description:
The customer states that one patient sample generated an initial architect total psa assay result of >100 ng/ml. An auto-dilution (1:10) was performed and generated a final result of 101.431 ng/ml that was reported from the lab. A biopsy was performed on the patient based on this elevated psa result. The biopsy results were negative. The customer suspects that the architect total psa result is due to some non-specific reaction. The patient is doing fine. There is no further impact to patient management reported.

Manufacturer narrative:
(B)(4). Lot# from 74245lf00 to 74258lf00; catalog# from 7k70-36 to 7k70-30. No returned product was made available from the customer site. The investigation, therefore, utilized retained in-house samples of the architect total psa reagent (lot 74258lf00) as used by the customer's laboratory. The objective of the testing was to assess the accuracy of the architect total psa by performing two runs on one architect instrument. (B)(4) serum based samples spiked with specific concentrations of free and complexed psa were assessed using architect total psa reagent lot 74258lf00. Results obtained met all acceptance criteria. This testing has confirmed acceptable recovery for the total psa reagent kit under investigation. Manufacturing and complaint records were reviewed and found no manufacturing deviations or adverse complaint trends. The architect total psa assay package insert (B)(4) was reviewed and found to contain adequate information to address the customer's issue. The results of the current investigation demonstrate that the architect total psa assay (list number 7k70-30, lot number 74258lf00), is performing within its intended use, label claims and specifications. No malfunction was identified for this product. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.